Event description:
It was reported that the large volume pump module indicated that a dose had been completed, despite the medication bag remaining full. There was patient involvement but no harm. Bd received additional information. It was reported that the event involved an infusion of hydrocortisone 50mg in 50ml IV, ordered to infuse at a rate of 200ml/hr. The infusion was programmed via interoperability. Despite of not receiving the medication, the patient reportedly did not have any symptoms or abnormal laboratory results.

Manufacturer narrative:
Correction : concomitant med prod data. Additional information : remedial action required, remedial action #.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the the large volume pump module indicated that a dose had been completed, despite the medication bag remaining full. There was patient involvement but no harm. Bd received additional information. It was reported that the event involved an infusion of hydrocortisone 50mg in 50ml IV, ordered to infuse at a rate of 200ml/hr. The infusion was programmed via interoperability. Despite of not receiving the medication, the patient reportedly did not have any symptoms or abnormal laboratory results.

Event description:
It was reported that the large volume pump module indicated that a dose had been completed, despite the medication bag remaining full. There was patient involvement but no harm. Bd received additional information. It was reported that the event involved an infusion of hydrocortisone 50mg in 50ml IV, ordered to infuse at a rate of 200ml/hr. The infusion was programmed via interoperability. Despite of not receiving the medication, the patient reportedly did not have any symptoms or abnormal laboratory results.

Manufacturer narrative:
Omit: c20 - no findings available, b17 - device not returned. Correction: concomitant med prod data additional information: imdrf annex a, b, c, d, g codes, device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion of hydrocortisone was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. ¿ the inspection and laboratory testing performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. ¿ the event was reported to have occurred on (B)(6) 2024. The time 4:04 am was reported. ¿ on 16 september 2024 at 4:18 pm, the pcu event log showed the pcu was powered on. The user selected ¿yes¿ to ¿new patient.¿ the profile in use was identified as ¿adult.¿ the suspect pump module was attached at 5:35 pm and assigned in channel c. ¿ on (B)(6) 2024 at 4:04 am, the pcu received the remote IV for s secondary infusion of cortef at 50mg/50ml. A rate of 300 ml/hr and a volune to be infused (vtbi) of 50 ml were programmed. The infusion was started. Ten (10) minutes later the secondary infusion completed as programmed and transitioned to the primary infusion at a rate of 5ml/h.. ¿ at 7:10 am the pump alarmed for occluded patient side. ¿ between 7:11 am and 8:22 am the pump module was selected two (2) times, the infusion was restarted after the patient side occlusion alarm. ¿ at 8:53 am the secondary infusion completed as programmed and transitioned to the primary infusion. Five (5) minutes later the pump module alarmed for occluded patient side and the infusion was restarted.. ¿ at 9:33am the the secondary infusion completed as programmed and transitioned to the primary infusion. The pvi was recorded at 210.017ml and the svi was recorded at 295.105 ml . One (1) minute later, the unit was removed, inducing a ¿channel disconnected¿ alarm on the pcu that was confirmed by the user. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the pcu event log could not determine why the suspect pump module that was infusing the primary infusion at 9:34 am was terminated by removing the pump module from the system, causing a channel disconnected alarm that was confirmed by the user. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ per the alaris system user manual (v9.33) the clamp on the secondary administration set must be opened. If the clamp is not opened, the fluid is delivered from the primary container. When the secondary infusion is started: verify that drops are flowing from the secondary container drip chamber. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion of hydrocortisone was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, a040502, c0601, d01, d15, g02017 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.